Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm and insulin delivery was stopped. Customer did not know what type of alarm occurred. There was no reported impact to customer's blood glucose.